Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was advised by technical support to disconnect tubing, tighten the t:lock, and deliver a 5-unit bolus, although the caller declined further troubleshooting and changed supplies, resuming insulin therapy afterward.